Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported via the manufacturer representative reported that the patient¿s battery moved during normal use. Upon interrogation the impedance checks were off. The hcp scheduled the patient for surgery to reposition the battery and took the battery out of the pocket to disconnect and reconnect the leads and all impedance issues resolved. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the root cause of the implantable neu rostimulator (ins) moving and the lead becoming disconnected from the ins was not determined. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the lead had come disconnected from the ins. The patient had a revision surgery on (B)(6) 2018, at which time the lead was placed back into the ins and secured. No further complications were reported or anticipated. No further complications were reported or anticipated.